Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object / dirt on the objective lens, image with black shadow a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and image with black shadow was dirt or foreign object on the objective lens. The most probable cause for the dirt or foreign object on the objective lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope experienced a shadow in front of the lens during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.